Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the cadiere forceps instrument could not open and close normally. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument did not move with non-intuitive motion (movement in the opposite direction). The issue involved limited or imprecise motion where the tips were unable to open. The movements of the surgeon did not scale appropriately to the instrument. The movement was less than intended. The jaws were not stuck on tissue when the issue occurred. A broken cable was visible at the instrument wrist. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. The instrument is available for return to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm cadiere forceps instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and a grip test was performed with no issues. The instrument was placed and driven on an in-house system. It passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.